Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted yesterday exhibited abnormal sensing and shock impedance out of range. Smart pass was disabled and inappropriate shock was also noted, with all vectors failing despite stable system impedance at 90 ohms. Technical services (ts) reviewed captured subcutaneous electrocardiogram (s-ECG) showing wavy baselines, low r-wave amplitude, and perturbations at charge, suggesting possible air entrapment or connection issues. Palpation and imaging were recommended to isolate air location. A x-ray was performed and it was not clear. After sternal manipulation, noise was observed near sense a. Reprogramming to alt vector was performed, with daily pii transmissions advised. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted yesterday exhibited abnormal sensing and shock impedance out of range. Smart pass was disabled and inappropriate shock was also noted, with all vectors failing despite stable system impedance at 90 ohms. Technical services (ts) reviewed captured subcutaneous electrocardiogram (s-ECG) showing wavy baselines, low r-wave amplitude, and perturbations at charge, suggesting possible air entrapment or connection issues. Palpation and imaging were recommended to isolate air location. A x-ray was performed and it was not clear. After sternal manipulation, noise was observed near sense a. Reprogramming to alt vector was performed, with daily pii transmissions advised. Currently, this product remains in service and no additional adverse patient effects were reported.